Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included overweight. In 2013, the patient had essure inserted. In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / weight loss (specify which one) weight gain"). In 2015, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), swelling ("rashes or skin conditions type: swelling"), abdominal pain ("abdomen pain") and fatigue ("fatigue"). At the time of the report, the device dislocation, pelvic pain, menorrhagia, vaginal haemorrhage, hypersensitivity, urinary tract infection, swelling, dysmenorrhoea, dyspareunia, migraine, headache, weight increased, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, swelling, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-mar-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included overweight. In 2013, the patient had essure inserted. In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / weight loss (specify which one) weight gain"). In 2015, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), swelling ("rashes or skin conditions type: swelling"), abdominal pain ("abdomen pain") and fatigue ("fatigue"). At the time of the report, the device dislocation, pelvic pain, menorrhagia, vaginal haemorrhage, hypersensitivity, urinary tract infection, swelling, dysmenorrhoea, dyspareunia, migraine, headache, weight increased, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, swelling, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.